Event description:
It was reported that there were issues with a neurostimulator, specifically a pain stimulation implantable pulse generator (ipg). The patient experienced a screen indicating that settings were not available when attempting to increase intensity in groups a or b. Additionally, the patient reported that stimulation diminished by about 70% when bending forward, although it was felt when standing upright. The patient stated these issues began a few weeks prior to the report. The patient was redirected to their healthcare provider for further assistance, and an email with physician listings was sent to explore other options with doctors. The issue was not resolved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the cause of the issue was unknown. The actions taken involved a CT scan to see the leads. The patient stated that the issue has not been resolved. They want to dig the lead out and put in a better one.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt called back stating that they were trying to access their therapy to increase the stimulation however a settings not available message displayed. Pt noted that they couldn't increase the stimulation among all groups and it would only allow them to decrease it. Pt confirmed that this issue started for quite a while for group b and c, and for group a, just recently. Pt noted that they don't see any doctors that work with mdt, and they pushed back when agent offered to send the physician listings. Agent sent an email to the field for visibility. Pt mentioned that they're just going to have their doctor remove the ins.

Event description:
2023-mar-29: information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. High impedances on the second lead was reported; 40000 ohms. No stimulation issues were reported as a result. The patient mentioned they had a big fall. Patient has left side pain coverage only, so his favorite program was on the left lead entirely. It is the right lead that is out so there are no issues with the patients coverage and no plan to replace the lead that¿s out. 2026-mar-02: additional information was received from the rep. Rep reports the pt had a full system replacement due to high impedances. Rep was unable to confirm the status of the devices. Rep states they were planning just a lead revision but the pt recently got approved to update their device to a newer model of ins at the same time. Rep states that they believed there was damage to the leads based on patient history, but no diagnostic imaging was performed to confirm this. Rep describes pt¿s history stating patient had a fall resulting in all electrodes on one lead being high, but patient was able to get satisfactory programming/therapy at that time. Until pt was in a car accident and all electrodes had high impedances/were unusable. Rep reports the patient¿s post-op appointment is scheduled for (B)(6) 2026.

Manufacturer narrative:
B5 has been updated to include information previously captured in 3004209178-2024-05427 as it was determined that this information p ertains to this report instead. Continuation of d10: product ID: 977a260, lot# / serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2026, product type: lead; product ID: 977a260, lot# / serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2026, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that this patient was being seen by a new physician. The rep met with the patient last thursday to further troubleshoot the issues. The rep ran an impedance check and every single electrode on both leads was unusable. All 40k+ impedances. The patient stated they were in a car accident about a year ago and thought that¿s when the issues probably started. The rep took a new x-ray of the leads and the placement is the exact same. The pt has another procedure getting done first and then the pt and healthcare provider (hcp) will discuss revision.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.